Manufacturer narrative:
Exemption number e2015055. Approx 1 device was received for evaluation; 1 event was confirmed during testing. Approx 1 device was found to be affected by corrosion, debris and shattered bearings. This device is not repairable and was not returned to the user facility. There were no remedial actions taken.  This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device smoked. There was no patient involvement; no patient impact.